Event description:
The customer reported that while the unit was in use on a patient, the unit went into standby and generated a "check iabp alarm" message. The patient was switched to another unit and therapy was continued. No pt injury was reported.